Manufacturer narrative:
Device analysis. The guide wire was returned without the original oad. The initial visual and tactile evaluation of the guide wire identified a proximal spring tip adhesive bond failure. The detached spring tip was not returned for analysis. The guide wire was sent for scanning electron microscope (sem) analysis. Sem analysis identified torsional stress on the face of the fractured guide wire. Additionally, sem analysis identified rotational grinding on the outer diameter of the guide wire. It appears that the oad driveshaft was brought into contact with the guide wire spring tip resulting in the adhesive bond failure; however, this could not be conclusively confirmed. As the original oad was not returned for analysis it could not be determined if it was damaged or if it contributed to the reported event. At the conclusion of the failure analysis investigation, the root cause of the fractured guide wire could not be conclusively determined. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, the tip of a csi viperwire guide wire broke off and was left in the patient. The target lesion was 80-90% stenotic and was located in the left anterior descending (lad) artery. The physician used a 6fr guide catheter and the csi guide wire to access the lesion from a radial approach. The physician loaded the oad onto the guide wire and performed four runs for 25 seconds each run. The oad was removed from the patient, but while advancing a balloon into the patient, the physician noted that the tip of the guide wire had broken off. The physician completed the procedure via balloon angioplasty and left the tip of the wire in the patient. The patient status remained stable throughout the procedure. The patient was brought back to the operating room the following day to try and retrieve the wire, but the wire was unable to be retrieved. Additional information has been requested, but has been denied by the facility.